Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent primary breast augmentation with unspecified saline mentor breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal and replacement with 650cc mentor memorygel breast implants, catalog number 3506504bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2010.